Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed, did not open, and was non-recoverable. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary tower drawer was nonrecoverable. A field service engineer (fse) found a couple of doors that had failed for the medication profile and reminders report on the auxiliary double tower. All latches and connections for the auxiliary double door were serviced and station was restarted that resolved the issue. The fse then performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.